Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported panoptic lens was explanted in a secondary procedure and exchanged with monofocal lens. Additional information was requested and stated patient's vision was resolved with 20/30 monovision lens. Surgeon's prognosis was good.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The lens was returned in clear solution inside a small plastic specimen jar. The lens was removed from the jar and allowed to air dry prior to the evaluation. The optic was cut into two large portions, each portion contained a full intact haptic. No damage was observed to either haptic. One of the optic portions has linear cracks on the anterior and directly opposite on the posterior surface similar in appearance to an instrument used to grasp a lens. The file indicated the use of a qualified cartridge and handpiece. A viscoelastic was indicated which is not qualified for use with this lens in any monarch cartridge combinations. The root cause cannot be determined for the reported complaint. The lens was returned cut into two pieces, typical of damage created to help facilitate the removal of a lens from the eye. The reason for the explant was not provided by the customer. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 19.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal lens. The information that a multifocal lens was replaced with a monofocal lens suggests that the replacement lens model was a better selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).